Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced a hyperglycemia and had insulin pump for treatment. Customer blood glucose level was around 529 mg/dl . Customer confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and it was unknown about use of the auto mode/smartguard feature actively at time of high blood glucose event. No product was expected to return for analysis.